Event description:
The customer reported that they received erroneous results from one patient sample tested for total (free + complexed) prostate-specific antigen (tpsa) and free psa (fpsa). The sample initially resulted as 0.121 ug/l for tpsa and 4.90 ug/l for fpsa. The sample was automatically repeated by the analyzer, resulting as 0.114 ug/l for tpsa and 4.97 ug/l for fpsa. It is not known if any of these results were reported outside of the laboratory. It is not known if the patient was adversely affected by the event. No adverse events were alleged. The fpsa reagent lot number was 168496, no expiration date was provided. The tpsa reagent lot number was 169526, no expiration date was provided.

Manufacturer narrative:
The patient sample was provided for investigation. It was determined the patient sample contained auto-antibodies which interfere with the tpsa assay.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. This event occurred in (B)(6).